Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The observations on the x-rays provided and the review of the notes support the complaint description of proximal stem loosening. There may be a link between the implant positioning in terms of the increased off-set and leg length and the pain/bursitis noted in the outpatient report from (B)(6) 2011 and imaged in the MRI scan in (B)(6) 2011. The effect of the measured metal ion levels on the loosening and eventual revision is unknown. The method of measurement is not clear (blood, serum, urine) so it is not possible to determine if they are to be considered ¿high¿. With this information provided it is not possible to determine the root cause of this revision. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision right thr - significant thigh and groin pain. X-rays show evidence of loosening atthe proximal end of her stem.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.